Manufacturer narrative:
No button error alarm noted. All buttons functioned properly; however, the insulin pump had corroded keypad traces. The insulin pump had cracked battery tube threads, broken reservoir tube lip, minor scratches on lcd window, cracked case at display window corners, broken belt clip slot and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed button error due to a missed bolus alarm not received. The customer indicated that the alarm was cleared, but then the pump stopped working after that. Customer does not recall any significant events leading to the error. Customer's blood glucose was 224 mg/dl at the time of incident. No further information was provided.